Event description:
It was reported by the patient that the 63b electrodes is causing a skin irritation. The patient is not using the cover patches. The patient called his doctor who told him to discontinue using the stimulator. The patient is going to email pictures. I told the patient to wait until his skin is clear to the time test with the new 72r electrodes as he was able to use them for 3 days prior to getting a skin irritation. Replacement 72r electrodes were shipped to the patient with a return pouch. The 63b electrodes were not returned for evaluation.

Manufacturer narrative:
Corrections: b4 date of this report added, b5 updated the product was not returned for evaluation, d3 manufacturer address and email address, d4 unique identifier (UDI) number, g1 contact office, and manufacturer site, g6 type of report. Additional information: h4 device manufacture date, h6 component, investigation type, findings, and conclusions, h10 and h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record/certificate of conformance was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2021. Concomitant medical product: unknown. Concomitant medical products: therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient that the 63b electrodes is causing a skin irritation. The patient is not using the cover patches. The patient called his doctor who told him to discontinue using the stimulator. The patient is going to email pictures. I told the patient to wait until his skin is clear to the time test with the new 72r electrodes as he was able to use them for 3 days prior to getting a skin irritation. Replacement 72r electrodes were shipped to the patient with a return pouch.